Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 40 mg/dl which was treated with food. The current blood glucose value was 122 mg/dl. Customer had been using insulin pump system within 48 hours of reporting low blood glucose event customer was using the auto mode or smart guard feature at the time of the incident. The insulin pump will not be returned for analysis.